Manufacturer narrative:
MFR received date: 24 sep 2019. The customer confirmed was using an older version of the service manual. The customer reported the problem was resolved by re-testing the unit using the revised service manual. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer reported failing performance verification test 4 at baseline. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.